Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no health info about pt. See scanned pages.

Event description:
The implant failed due to unk reason. Fixture placed at #46 and removed after 2 mos. Traditional 2 stage, initial implant failure (did not complete implantation), prosthetics attachment (bridge), good bone condition.